Event description:
It was reported that patient's leadless pacemaker (lp) was dislodged. The dislodgement was confirmed from x-ray. The lp migrated to inferior vena cava. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Device was returned due to dislodgment. As received, the device was above elective replacement indicator (eri). No anomaly was noted on the helix. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were noted.